Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the foreign material was not removed due to improper reprocessing caused by the leakage at the scope connection. The final root cause of the foreign material was unable to be identified. The following is included in the instructions for use: ¿reprocessing manual_ leakage testing of the endoscope_ perform the leakage test: caution:if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation found the light guide lens had worn adhesive; the air/water cylinder was discolored; the scope connector was discolored; the scope connector was cracked and no longer water-tight; the light guide bundle was broken; and the connecting tube was wrinkled. Functional testing determined the forceps elevator knob rotation had excess play due to a worn forceps elevator wire and the forceps elevator and scope connector were not water-tight. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The evis exera ii duodenovideoscope was received by olympus for annual maintenance with no complaint reported by the customer. During inspection and testing of the subject device, foreign material was found in the forceps elevator. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.